Manufacturer narrative:
(Housing). Note: the reported complaint was confirmed. Visual inspection found scratches all around. Service also found scratches on the b side of the front cover. The root cause was contributed to damage.

Event description:
During routine testing of the device at the service center, the quality engineer reported that the housing was damaged. Since the event occurred during routine testing, there was no pt involvement during this event.